Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed. Based on the results of the investigation, the noise occurred due to a defective plug unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited noise in the image. The issue occurred during reprocessing and there were no reports of patient harm.